Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 cardiac perforation serious injury event for the sapien xt transcatheter heart valve in the aortic position. The ''time to event'' (tte, in days) for this event was 1.0. The device identification (di) numbers for edwards novaflex+ delivery system are: (B)(4), (B)(4), (B)(4). Although the devices were entered as sapien xt valves/noveflex+ delivery sytems, it is believed the devices were entered in error. This is due to the fact because at the time of implant, there were no sapien xt valves available for implant with useable shelf life. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and transcatheter heart valve (thv) procedures. There are several potential etiologies for cardiac perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use transcatheter heart valves. Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 2 2024 data extract for aortic serious injury events for the sapien xt valve. This report summarizes 1 cardiac perforation serious injury event for the sapien xt transcatheter heart valve. The age range for these events is 73 years. The breakdown for gender is as follows: 1 female.